Event description:
It was reported that the user experienced hyperglycemia while using the ilet with contact detach infusion sets during a full supply change, with an initial failed attempt to prime or observe insulin drops, followed by a successful restart using new supplies; the user had delayed the set change while away from home and was without insulin for approximately four hours, and reported a blood glucose around 600 before correction dosing resumed by the pump. Symptoms included high blood glucose. Outcomes included return to target range later the same day. Investigation included review of user report and follow-up communications. Investigation of this case revealed that insulin delivery was interrupted prior to the successful supply change, and glucose control recovered after resumption of therapy. It was concluded that the event was consistent with hyperglycemia due to interrupted insulin delivery, with the specific cause of the initial infusion setup failure unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.